Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. It was stated that the device was not exposed to a high magnetic field. The displacement test was performed and did not pass even after the battery was replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no off no power or low battery alarm or blank display noted. The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.